Event description:
It was reported that pump touchscreen did not respond correctly and sometimes returned to previous screens instead of following selected commands, even though screen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed customer to clean and dry pump screen and hands and guided customer through touchscreen test, which failed at one step, and customer chose to stop further troubleshooting, believed pump was still usable, and agreed to monitor pump and call back if any additional problems occurred, while declining follow-up from technical support.